Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the capture threshold had increased and the patient had exit block. The lead was explanted and replaced.